Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced discomfort (described as electric discharge like feeling) and the ipg was unable to turn on after that. Troubleshooting was tried to no avail. The issue was confirmed by using multiple external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced with another model which resolved the issue.